Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The device was received for service, given diagnostic codes and scrapped before an being assessed by a complaint technician. The service team found scratches on insulation. Probable root cause for damaged insulation could be: user misuse, improper sterilization methods, or normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.